Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent reported as "turbidities". On an unreported date, the patient was treated with cephalosporin (intraperitoneal) peritoneal diphalosporin at home. Pd therapy was ongoing. The cause, patient hospitalization and patient outcome were not reported. No additional information was provided as the reporter declined follow-up.